Event description:
Reporter alleged obtaining blood glucose results of 9 mg/dl, 5 mg/dl, and lo (less than 10 mg/dl) immediately after an undosed test strip was placed in the meter. The active s system has a numeric reading range of 10-600 mg/dl. No actions were reportedly taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.